Manufacturer narrative:
Section d4: model number and catalog number: corrected. Manufacturer's investigation conclusion: although the submitted log file data show events consistent with thrombus in the device, no thrombus was observed during the evaluation of (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 3.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The distal end of the outflow graft was returned sutured shut. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was not returned, and the cuff lock was disengaged and appeared unremarkable. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Review of the submitted log files showed intermittent rotor noise fault flags, associated with elevations in rotor noise, rotor levitation current, and pump power. These events appear consistent with thrombus in the device, contacting the pump rotor. However, these events appeared to resolve during the final 17 minutes of data captured in the lvad log file on the date of the pump exchange. The customer reported that no thrombus was observed in the device at the time of the exchange. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the hm 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management" lists thromboembolism as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated on (B)(6) 2024 that the patients ldh value was 2449 and the hematocrit value was 20% on (B)(6) 2024. The patient was stated to have hyperbilirubinemia, and that the cause of hemolysis was due to the device. The patient had high intracardiac pressure even when pump speed was increased.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had chronic elevated lactate dehydrogenase (ldh) levels in the 3000 liter per minute range with suspected pump thrombus post ramp study analysis. Log file review was requested, and the event log file did not capture any adverse events or audible alarms throughout the log file but did see constant rotor instability flags in the background of the log file. Those flags indicated that the motor was having difficulty maintaining levitation. A pump exchange was performed on 03jun2024 with resolution of symptoms. The site stated that nothing visual was found on the pump. The site also noted that the patient had no significant low flow but confirmed that hemolysis resolved post exchange.

Event description:
A 57-year-old with drug-induced cardiomyopathy had a history of multiple hospitalizations for heart failure. In addition to the introduction of cardioprotective drugs, the patient underwent mitral valve replacement (mechanical valve) at the age of 50 for severe mitral regurgitation. Their cardiac function did not improve, and at the age of 53, they were deemed suitable for heart transplantation and underwent heartmate 3 implantation. Although the patient had moderate aortic regurgitation (ai), their hemodynamics were stable, and their ldh levels remained around 300 u/l. Three years after implantation, the patient developed fatigue, anorexia, and gross hematuria, leading to an emergency hospitalization at the previous hospital. Blood tests revealed renal dysfunction and an increase in ldh to around 2,000 u/l, leading to a diagnosis of hemolytic anemia. Although the patients general condition improved with fluid and blood transfusions, their ldh levels did not decrease, and they required frequent transfusions, leading to their transfer of hospitals. There was no progression of ai, atrial fibrillation, or dysfunction of the mechanical mitral valve, but the patients pump flow (pf) had decreased from 3.5 l/min to 2.8 l/min. Right heart catheterization showed an elevated mean pulmonary artery wedge pressure (pawp) of 24 mmhg, pulmonary artery pressure of 35/21 (26) mmhg, mean right atrial pressure of 9 mmhg, and a cardiac index (ci) of 2.1 l/min/m², indicating increased pawp and decreased ci. The ramp test showed unstable and fluctuating rotational speed, with no consistent increase in pf, decrease in pawp, increase in ci, or shortening of left ventricular diastolic dysfunction (lvdd) with increased rotational speed. Based on these findings, pump thrombosis was highly suspected. After hm3 exchange surgery, hemolytic anemia improved rapidly, and hemodynamics and pf stabilized. No obvious thrombus was found in the extracted pump, but white thrombus was visually confirmed by the surgeon during the operation. Log file analysis indicated poor rotor positioning, suggesting that stable levitation was difficult due to the thrombus.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: model number and catalog number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had been hospitalized since (B)(6) 2024, and that the hemolysis was due to thrombosis. A cardiac catheterization was also performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the submitted log file data show events consistent with thrombus in the device, no thrombus was observed during the evaluation of (B)(4). (B)(4) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 3.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The distal end of the outflow graft was returned sutured shut. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was not returned, and the cuff lock was disengaged and appeared unremarkable. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Review of the submitted log files showed intermittent rotor noise fault flags, associated with elevations in rotor noise, rotor levitation current, and pump power. These events appear consistent with thrombus in the device, contacting the pump rotor. However, these events appeared to resolve during the final 17 minutes of data captured in the lvad log file on the date of the pump exchange. The customer reported that no thrombus was observed in the device at the time of the exchange. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, bleeding, and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management" lists thromboembolism as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.